Event description:
It was reported that during the implant there was possible lead damage and the lead was not used. No adverse patient effects were reported. There was no indication if the lead was going to be returned for analysis.